Manufacturer narrative:
(B)(4). The reported complaint for iab "distal tip failed to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "distal tip failed to unwrap.manual inflation attempted and failed. Iab was removed and replaced second iab also failed to unwrap. Manual inflation attempted and failed. Iab was removed and replaced third iab took approximately 3minutes to unwrap, but was left in place after unwrapping". Additional informaiton states that the same insertion site was used for all attemps. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#3010532612-2025-00156.

Event description:
It was reported "distal tip failed to unwrap. Manual inflation attempted and failed. Iab was removed and replaced second iab also failed to unwrap. Manual inflation attempted and failed. Iab was removed and replaced third iab took approximately 3 minutes to unwrap, but was left in place after unwrapping". Additional information states that the same insertion site was used for all attempts. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR # 3010532612-2025-00156.

Manufacturer narrative:
(B)(4).